Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "fiber in the eye" (foreign body in patient). Product problem: "fiber was a nylon or thickish texture" (foreign material present in device). The customer reported: finding a darkish blue fiber in the eye at the end of the procedure. She also, stated the fiber was a nylon or thickish texture. No patient was reported. Additional information was requested.